Event description:
It was reported that when using the bd pyxis¿ anesthesia station es had patients order not populated. The customer stated that there was a delay in patient care. There were no adverse events or injuries reported based on this event.

Manufacturer narrative:
A review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaint(s) with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from the date of manufacture, 04-jun-2021 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device used in this incident, it was determined that no errors were found. The technical support specialist confirmed that the data sync logs showed it was uploading and that the sync information for the device was correct (no errors and it was uploading at the current time). The tss confirmed there were no issues with the device, and the customer confirmed that the station was up and running. The system functioned as intended after the technical support specialist investigated the device.